Manufacturer narrative:
Samples received: 2 closed pouches received. Analysis and results: there are no previous complaints of this batch. (B)(4) units of this product were manufactured and distributed in the market, there are no units in stock. Samples received have been tested for adhesive force and wound closure strength. Adhesive force results of the samples received are 433,1 n in average, well above the requirement which is 20 n. Wound closure strength of complaint sample has shown to be no statistically different to a reference batch. It must be noted that this is a comparative test, no acceptance criteria applies. Remarks: as indicated in the histoacryl flexible instructions for use: "closure of minimum-tension skin wounds from clean surgical incisions and simple, thoroughly cleansed, trauma-induced lacerations." "Hold the edges together for approximately 30 seconds after application to allow histoacryl flexible to cure and to prevent displacement of the wound edges." Final conclusion: although the results of the samples received fulfil the specifications of b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. The wound opened. Additional information has been requested to clarify how many separate incidents may have occurred.